Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in the ECG c and d cable causing ECG "d" to not be recognized during testing. The root cause for the shorted ECG cable could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.